Event description:
The customer reported to olympus that there was air leakage from the insertion section of the duodenovideoscope. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found on the forceps elevator wire. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to finding reported in b5, the device evaluation found the water tightness was lost due to a pinhole on the bending section cover and due to wear of the forceps control lever, the bending angle in up direction did not meet the standard value and the play of up/down knob was out of standard value due to wear of angle wire, the adhesive on the bending section cover had a chip and white-clouded area, the adhesive around the objective lens was peeled and had white-clouded area, the distal end had a burn, the adhesive around the light guide lens was peeled, the light guide lens had a crack and there were scratches noted on various parts: on the bending section cover, on switch 1, on switch 3, and on the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.